Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that the helix did not extend with more than thirty turns during the implant attempt. The lead was explanted and tested outside of the patient's body. It took an additional 10-20 turns to extend the helix. At that time, the physician noted that the tip of the lead was "loose". Another lead was implanted. No patient complications have been reported as a result of this event.